Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the dovetail handle came off due to loose screws. The customer was able to tighten the screws enough to use the handle to lock down the aberrometer. There was no patient involvement as the procedure had not begun.

Manufacturer narrative:
The system was examined and the reported event was confirmed. The company representative tightened the two screws holding the locking handle to the dovetail. The company representative also administered loctite on to the threads to prevent it from coming loose again. The system was tested and found to meet product specifications. The root cause of the reported event is likely attributed to customer use/handling. However, this is unable to be determined conclusively with the information obtained for this investigation. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).